Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had no electrical current flowing through the wand portion of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-00973. The device was returned to the factory for evaluation. Although the summary states that the detect occurred during preparation, signs of clinical use and slight evidence of blood was observed. Blood and charred tissue was observed on the jaws and heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device did pass the pre-cautery test.; it consistently produce visible steam and heat during ten (10) 3-second activations. The device did shut off when the toggle was released, when it did activate. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations) the device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased but did turn ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had no electrical current flowing through the wand portion of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.